Event description:
Harmonic scalpel was on the field and in use for a few minutes when it was noticed by healthcare workers that the white piece attached to the tips was burning and falling off of the device. The item was removed from the field and it was ensured that the entire white piece from the tip of the device was recovered and removed from the sterile field.